Event description:
It was reported that the patient had hip surgery, which resulted in inappropriate storage of ventricular tachycardia (vt) and two signal artifact monitoring (sam) episodes as a result of oversensing noise from electrocautery during the surgery. Some days after the surgery, an alert was detected rv automatic capture (rvac) feature was in suspension mode. Technical services reviewed device data and determined the rvac failed to measure the threshold due to low evoked response (ER). Since then, rvac appears to be working appropriately and high capture thresholds were noted. At this time, the device remains in service and no adverse patient effects were reported. Troubleshooting options were discussed. At this time, the product remains in service and no adverse patient effects were reported. The device was explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. A review of the device memory noted no fault codes or resets. A high current drain was identified during the analysis. The cause of the high current was isolated to a leaky ceramic bypass capacitor due to a crack or point defect.